Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 159 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.